Event description:
It was reported that the patient underwent a sling procedure in 2003. Postoperatively, mesh exposure occurred and a re-operation was required. No further details have been provided.

Manufacturer narrative:
Conclusion: given the time interval between the procedure and the diagnosis, it is likely that this was a true erosion. Erosions are known complications of using any mesh anywhere in the body. They may be the result of tissue factors, placement, or the characteristics of the mesh. Given the low incidence of true erosions with tvt it is likely that this erosion is not the result of the mesh itself, but one of the other two etiologies.